Event description:
Pt experienced elevated blood glucose for 1 week and treated blood glucose with an insulin pen. He changed the cartridge and the infusion set on (B)(6) 2012. To evaluate the basal rates, he measured his blood glucose on an empty stomach on (B)(6) 2012. His blood glucose was 120 mg/dl at 7:00 am, 145 mg/dl at 8:00 am, 187 mg/dl at 9:00 am, 209 mg/dl at 10:00 am, 192 mg/dl at 11:00 am, 216 mg/dl at 12:00 pm, 294 mg/dl at 1:00 pm, and 300 mg/dl at 2:00 pm. He experienced a headache. There were no air bubbles in the system. His diabetes specialist believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.